Manufacturer narrative:
No product was returned for investigation. The cause of the bleed was most likely use issue related since hemostasis was achieved by redoing the forward tension sutures. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The root cause of the cardiac tamponade and pericardial effusion was unable to be determined due to insufficient clinical details. The cause of low pump flow was patient related since pericardiocentesis procedure improved flows confirming there was low blood volume due to pericardial effusion. The device passed all post sterile inspection checks.

Event description:
The complainant reported that there was low pump flow, ischemia, cardiac tamponade, pericardial effusion and minor bleeding during impella cp patient support. While on support, there was low impella flow noted. Multiple adjustments were made. An echocardiogram done in the catheterization lab and a large pericardial effusion was noted. An emergent pericardiocentesis was completed with approximately 200 milliliters of blood returned. Immediately, mean arterial pressure and impella flows improved significantly. The doctor also did an angiogram to see lower extremity flow, and was only able to see a very small flow to legs. The patient¿s groin was bleeding. The team did not want to use a fem-stop due to low flows into the legs. Pedal pulse on left (impella) site were not present. The right pedal pulse was faint. The abiomed representative recommended the suture being redone with forward tension sutures as the suture pad was not forward and could have been at the arteriotomy site. It was noted that the groin had stopped bleeding with re-dressing. The nurse was continually having to work with the pericardial drain due to tamponade that continued to come back. The nurse had decreased drips but impella p level remained the same. The access site was clean, dry and intact. It had not been re-dressed since arrival to the intensive care unit. Flow to the lower extremity was reduced due to vessel size and impella sheath. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿